Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon interrogation, the right atrial lead exhibited loss of capture and loss of sensing. Chest x-ray was performed and revealed the lead had dislodged. On (B)(6) 2019, the lead was repositioned successfully. The patient was stable.